Manufacturer narrative:
A review of the device history records was performed for the reported packaging lot for item number h965104151 for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The july 2015 navilyst medical complaint report was reviewed for the exodus drainage catheter product family and the failure mode "catheter kinked/buckled." No adverse trends were indicated. Visual examination of the returned device confirmed the fracture of the extension leg tubing at the base of the hub. The extension tube of molded luer was confirmed to have a fracture at the molded luer to hub interface. The fracture was approx. 1/2 of the circumference of the hub. The evaluation of the returned sample did not reveal any molding/manufacturing related nonconformance, i.e., no sink marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. A potential root cause for the fracture could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. (B)(4).

Event description:
As reported by navilyst medical's distributor in the (B)(4), an indwelling xcela PICC was found to be fractured at the extension leg just below the luer necessitating removal of the device. The patient condition was indicated as being "stable". The used device has been returned to navilyst medical for evaluation.